Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that when surgeon push the trigger button for fire, staple's knife was move about 3cm and didn't move forward anymore. Surgeon felt the knife was stuck on something in staple body's jaw. The device was locked on tissue with the jaws closed. The surgeon pulled the jaws from the tissue to remove. No patient consequence reported.

Manufacturer narrative:
(B)(4). Batch # r5733f. Device evaluation summary: the analysis found that one psee60a device was returned with no apparent damage and with one gst60b cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.